Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 575 (mg/dl). During the initial call, contact indicated that they would contact their health care provider to discuss diabetes management. During follow up with the contact, contact indicated that the customer was doing great. No additional information was provided on the reported event.